Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma attacks and emergency room visits while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged asthma attacks and emergency room visits while using the device. The patient also alleged dizziness, diarrhea, vomiting, formaldehyde allergy, idiopathic urticaria, wheezing and other respiratory problems. There was no report of patient harm or injury. After the third attempt to have the device and components returned for evaluation, customer asked the instructions to return the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 (health effect - clinical code) has been updated with the additional information received and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.